Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had fatal error on underlying data source. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer 5.1 was not detected on device. A field service engineer (fse) reimaged the station with technical support. Fse was unable to resolve the disk space issue, so the hard drive was reimaged. Then, issues persisted with starting the application. Additionally, the matrix in drawer 1 had failed, and the anti-virus and windows update settings could not be loaded. Later, fse replaced the matrix controller in drawer 1 and completed the configuration. The system functioned as intended after the field service engineer repaired the device.